Event description:
The surgeon reported that the magnet in the patient's device had been dislodged. This was confirmed by a CT scan. The patient continued to use the cochlear implant. The surgeon removed the loose magnet and placed a new, sterile magnet in the magnet pocket of the implant.